Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. The insulin pump was received with a cracked case at the display window corner, broken reservoir tube lip, cracked battery tube threads, a missing end cap sticker and minor scratches on the display window.

Event description:
Customer's spouse reported via phone call that the insulin pump alarmed motor error during bolus. The device was not exposed to a magnetic field. Customer uses the sensor feature and was unable to complete the rewind sequence. Blood glucose value was 139 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.